Event description:
The customer reported via phone call that they had a no delivery alarm. The customer's blood glucose was 438 mg/dl. Customer treated their blood glucose with a manual injection. The customer stated they were able to resolve the no delivery alarm with a complete set change. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.